Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her system explanted due to resolution of symptoms. The physician removed the left system and lead with no issues. On the right, the physician removed neurostimulator. And upon removal from mid-line incision, the lead broke above the proximal metal band that holds tines in place. The physician was able to remove entire lead fragment by further dissection and use of fluoroscopy to assure complete removal. The physician pulled out the distal single band and that was discarded and then the distal lead with tines was removed. No add'l intervention needed and pt outcome is as expected with full removal of both systems.